Manufacturer narrative:
The suspect device was not returned for evaluation. Vyaire medical findings indicated that most likely, the failure must have been caused by the epc. However, exact root cause is not determinable as issue is no longer reproducible. Vyaire medical will initiate a mainboard replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000e us 17,3" ventilator is having an alarm 303 - "communication to epc disconnected". The issue occurred during patient use but the customer confirmed that the patient was transferred to another ventilator. Furthermore, there was no patient harm associated with the reported event.